Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading of 74 mg/dl with the adc freestyle libre sensor, as compared to the built-in meter reading of 316 mg/dl. The customer experienced the symptoms of headache, seizure, and loss of consciousness. The customer had contact with a healthcare professional, was diagnosed with hyperglycemia, and treated with insulin via injection and IV (dose/type unknown). Laboratory blood glucose results of 280 mg/dl and 300 mg/dl were obtained. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported a low reading of 74 mg/dl with the adc freestyle libre sensor, as compared to the built-in meter reading of 316 mg/dl. The customer experienced the symptoms of headache, seizure, and loss of consciousness. The customer had contact with a healthcare professional, was diagnosed with hyperglycemia, and treated with insulin via injection and IV (dose/type unknown). Laboratory blood glucose results of 280 mg/dl and 300 mg/dl were obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.